Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 8 months post implant of this aortic bioprosthetic valve, the patient underwent a successful a valve-in-valve procedure due to calcification. No additional adverse patient effects were reported.